Manufacturer narrative:
Unit received with cracked end cap. The drive support disk was inspected and no anomalies noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and case at reservoir tube corners.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 154 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.